Event description:
On the morning of (B)(6) 2013, the patient contacted animas stating that she delivered a whole cartridge full of insulin into her and her blood glucose went down to 37mg/dl. The patient reportedly was confused and shaky and was hospitalized. It was noted that the patient had treated herself to 3 glasses of orange juice and crackers and at the time the patient was being transported to hospital, the patient's bg reportedly went up to 158mg/dl. The patient reportedly admitted to knowing she had infused insulin in her and that she felt it. The patient reportedly could not remember if she was priming the pump at the time. Customer support (cs) reviewed the pump history with the patient and noted that the patient primed a total of 413.8 units of insulin into her body during the prime step. This complaint is being reported due to patient experienced a hypoglycemic event while using insulin pump therapy. Use error caused the reported bg excursion; the patient delivered a whole cartridge full of insulin in her while still connected to the pump during the prime step. The user guide states to disconnect from the pump prior to priming the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.